Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. The device was not returned to baxter for evaluation; however, the device was evaluated by a non-baxter laboratory. The non-baxter laboratory provided a preliminary analysis of the device. Visual inspection identified a blue/gray particle in the bag, approximately 2.2 mm in size. The particle was isolated and analyzed by infrared micro-spectroscopy (ir) and scanning electron microscopy equipped with energy dispersive x-ray spectrometry (sem/eds). This revealed that the particle was composed of cellulose, abs plastic, and other components that include a non-protein amide group, an ester group, and aliphatic hydrocarbon groups. The particle also had numerous surface specks or inclusions of 300 series stainless steel or steel corrosion. The device was destroyed during evaluation. However, since baxter did not complete an evaluation on the sample, the reported condition was not able to be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in an intravia empty container. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned to baxter; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.